Event description:
It was reported that patient presented for left lung hernia repair procedure. During procedure, it was reported that patient's implantable cardioverter defibrillator failed to deliver appropriate defibrillation therapy during ventricular fibrillation episodes. The patient was treated with amiodarone. The device was explanted and replaced. The patient was stable.